Event description:
Caller alleged false negative hcg results for one pt. Results as follows: date: (B)(6) 2012; time: 0815; lot: hcg1090100; test: negative; serum quant: 118miu/ml. Date: (B)(6) 2012; time: 0750; lot: hcg1090100; test: negative; serum quant: 135miu/ml. Specimen was tested within 40 mins of collection. Read time: 5 mins; t line was missing at 5 mins. Last menstrual period: unknown. Urine sample was returned on (B)(6) 2012. Customer had no kits to return for testing. Pt was retested on (B)(6) 2012 with lot #hcg2040028. Both samples showed no line at 5 mins, a shadow at 6.5 mins, and were positive at >10 mins. Pt was taking pain medication on admission to emergency. Lot number expiration: (B)(6).

Manufacturer narrative:
Investigation pending.